Event description:
During index procedure, the patient had one endeavor rapid exchanged (rx) drug-eluting stent successfully deployed at the distal circumflex and was discharged. Patient was asymptomatic / free of symptoms at 1 month follow up. It is reported that the patient was diagnosed with unstable angina pectoris approximately 4 months post index procedure. Coronary angiography confirmed slow contrast distal to endeavor stent, where the vessel had been jailed by the stent. The patient was treated with medication due to small vessel diameter. Patient was asymptomatic / free of symptoms at 6, 9 and 12 month follow up's. It is reported that the patient suffered a stroke and expired approximately 24.5 months post index procedure. The patient was found in cardiopulmonary arrest and was transferred to another hospital where a brain bleed was confirmed and the patient expired.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (cva/stroke and death), (no device received for evaluation). (B)(4).

Manufacturer narrative:
Patient had a history of previous pci. The investigator has indicated that the previously reported stroke was not related to the study device. Patient death was non cardiac.